Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set) during dwell 2. The home patient (hp) stated that the supply bag disconnected. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarms. The tsr explained that the hp would need to set up with new supplies. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The hp started over with new supplies and resumed therapy. The hp had not followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed due to air being sucked into the disposable because of the supply bag that came disconnected as the home patient stated the luer connection must not have been tight enough. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).